Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient noticed about a month prior to calling animas the buttons on her pump were not always activating desired pump functions when pressed. The patient said she cleans her pump with water only. She uses a case for a protective accessory. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.